Manufacturer narrative:
An event regarding dislocation (closed reduction) involving an unknown 36 biolox v40 head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿she was seen on (B)(6) 2015 in the emergency room with a dislocated right total hip. The wound was noted to be healing after dehiscence and she was admitted for reduction. Past medical history noted left metal-on­ metal hip, recalled and revised. On (B)(6) 2015 a closed reduction of the right total hip dislocation and aspiration of a right hip hematoma was performed under IV sedation.¿ ¿no follow-up is documented between the (B)(6) 2010 primary right total hip arthroplasty and (B)(6) 2015, and no x-ray images are noted prior to (B)(6) 2015. There is no histopathologic diagnosis of altr, metallosis, alval or pseudotumor. Modest elevation of cobalt and chromium are not unexpected with four long-standing total joints in situ, including a left total hip arthroplasty, which was revised. There is no examination of the explanted components or description of trunnion corrosion or wear, or intraoperative photographic evidence of trunnion corrosion. There is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to the (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ product history review: a product history review could not be performed as device was not properly identified. Complaint history review: a complaint history review could not be performed as device was not properly identified. Conclusions: the reported event of dislocation (closed reduction) was confirmed based on the clinician¿s review. The clinician stated a review of five x-rays dated (B)(6) 2015 shows the dislocation of the right hip. As noted in the operative report a closed reduction was performed on (B)(6) 2015. Based on the operative report the liner was from a competitor company and articulating with a stryker device which is deemed to be off-label. If additional information is received the investigation will be reevaluated.

Event description:
Per medical review: ¿(B)(6) 2015 in the emergency room with a dislocated right total hip. The wound was noted to be healing after dehiscence and she was admitted for reduction. On (B)(6) 2015 a closed reduction of the right total hip dislocation and aspiration of a right hip hematoma was performed under IV sedation.¿